Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not observe consistent drops of insulin exit the infusion tubing during the load fill tubing sequence. Blood glucose level was elevated (309 mg/dl), and was addressed by delivering corrections boluses and administered a manual injection. Reportedly, the customer replaced the cartridge and the same issue reoccurred. Customer technical support (cts) instructed customer to load a new cartridge and infusion set with water. Reportedly, the customer was able to observe consistent drops of water exit the infusion tubing. The customer was able to load a new cartridge and new infusion set and resume insulin delivery.